Event description:
It was reported that low impedance was noted on a remote transmission. During an office visit, zero impedance was noted on the right atrial lead, the right ventricular lead, and left ventricular lead. The high voltage impedance was noted to be normal. The device was explanted and replaced. During the revision procedure, the leads were all reading normal through the analyzer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range, analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Zero ohm lead impedance measurement on day of interrogation for rv, lv, and atrial channels. No other out of range measurements recorded. (B)(4).

Manufacturer narrative:
Product event summary: the device was sent for additional analysis. The additional analysis did not confirm the reported field failure for zero ohm lead impedance. It appears that the power on reset event during the initial functional test cleared the reported anomalous field condition. The device functioned nominally throughout the analysis with nominal lead impedance measurements. Since the failure mode was not confirmed, the analysis was terminated with no cause identified for the reported field failure. No hybrid related anomalies were found.